Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during caesarian section procedure, the suture was broken. No patient injury.